Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose over 600mg/dl; they removed the insulin pump and started the treatment through the insulin drip. The customer experienced vomiting and was unable to keep food down. The caller was in the intensive care for four days. The caller stated that she changed the infusion set and attempted to bolus several times. No further information was provided.